Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, sher-I-bronch, ls, 39 fr, lot #01j1200508 was manufactured on 10/04/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that after intubation, the left double lumen tube of the device was leaking oxygen at the bifurcation. The device was removed and replaced with a new device. No report of a pt injury or delay in treatment.